Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for use of an expired device. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the physician deployed a one-two month expired angio-seal device in the patient. There was no blood loss. Additional information was received on 23jul2025: the procedure that was performed for the patient prior to the angio-seal deployment was a transcatheter aortic valve replacement (tavr). The angio-seal deployed successfully. The patient expired from tavr complications on (B)(6) 2025. Additional information was received on 24july2025: the angio-seal device did not contribute to the patient passing.